Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2011, the patient contacted animas alleging she was hospitalized on two separate occasions for high blood glucose (bg) and felt the pump may have been at fault. The patient claimed she was admitted to the ICU on (B)(6) 2011 and a few days prior to that with a diagnosis of dka. The patient reported she was hospitalized a few days on both occasions. Prior to being hospitalized the patient states she was obtaining elevated bg readings up to the 300-600 mg/dl range. There was no mention of symptoms. The patient claimed she would attempt to correct with the pump; however, her bg would not come down. The patient denied taking new medication, making changes to activity level or feeling sick at the time of the bg excursions. The patient claimed she has been off the pump since (B)(6) 2011 and her blood glucose has remained within target. At the time of troubleshooting, the patient confirmed that site appeared in good condition and changed every 2-3 days. The patient denied seeing air bubbles in cartridge or tubing and confirmed skin sites and luer connection were dry at the time she was connected. The patient was using insulin that was within its expiration date. The patient reported that she fills the cartridge with either cold or room temperature insulin. All pump settings were verified to be correct. There were no alarms when reviewing pump's history. All basal and bolus doses for (B)(6) 2011 matched tdd in the pump's history.